Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Concomitant products: carto 3 system, model #m-4800-01, s/n: (B)(4); webster 20 pole catheter, model #d-1171-35-s, lot # unknown. This smartablate generator was manufactured before september 24, 2014, therefore no UDI is applicable for this product with serial number (B)(4). (B)(4). Biosense webster manufacturer's ref. No.'s (B)(4) are related to the same incident.

Event description:
It was reported that a (B)(6) male patient underwent an ablation procedure for atrial fibrillation with a smartablate generator and suffered a cerebrovascular accident, an esophageal fistula, and death. No medical or surgical interventions were reported. On (B)(6) 2016, ablation procedure was conducted without difficulties, although some esophageal temperature increases were observed. It was noted that the procedure involved 39 lesions, some of which were posterior ablations. There were no product issues reported. Post-procedure, the patient returned to the hospital, via the emergency room, with a stroke. Patient required extended hospitalization as a result of the adverse event. Patient outcome was death. Autopsy revealed an atrio-esophageal fistula. Physician's opinion regarding the cause of the adverse event was that it was related to the atrio-esophageal fistula.

Manufacturer narrative:
(B)(4). It was reported that a (B)(6) male patient underwent an ablation procedure for atrial fibrillation with a smartablate generator and suffered a cerebrovascular accident, an esophageal fistula, and death. The device was evaluated, and it was found that the sd card was defective. The sd card was replaced, which resolved the issue. The device was also subjected to preventative maintenance, safety and functional testing, and all tests passed. The defective sd card did not contribute to the patient death. The DHR review verifies that the device was manufactured in accordance with documented specification and procedures.